Manufacturer narrative:
(B)(4) this is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as the patient disconnected the patient line from the transfer set without stopping the homechoice during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain one of four in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative explained the alarm to the patient. The patient disconnected the without stopping the homechoice. The technical service representative had the patient cycle the power on the homechoice and assisted to retrieve the cassette. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.